Event description:
It was reported that a catheter shaft break occurred. A guidezilla guide extension catheter was selected for use. During the procedure, it was noted that the guidezilla shaft was broken. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter. The tip, distal shaft, collar and hypotube were microscopically and visually inspected. Inspection found no damage or irregularities with the returned device.

Event description:
It was reported that a catheter shaft break occurred. A guidezilla guide extension catheter was selected for use. During the procedure, it was noted that the guidezilla shaft was broken. The procedure was completed with another of the same device. No patient complications were reported.